Manufacturer narrative:
The lead complained about was returned together with an excerpt of an iegm. The analysis of the available iegm data confirmed interference signal in the rv and ff channels, which led to oversensing. Subsequently, the returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. In the course, multiple signs of wear and tear were found along the lead body. In particular in the distal region, near the shock coil, the insulation was damaged due to fraying. This damage is with high probability the cause for the oversensing that the complaint is about. The observed damage manifestation speaks for an unexpectedly early wear and tear of the lead, which leads to the assumption of strong mechanical stress of the lead in the implanted state. Reasons for an increased stress level of the lead cannot be conclusively clarified without xray images, diagnostic images of any other kind, and further information on the patient. Influence factors to be considered are strong ingrowth behavior in the distal region or an unfavorable implantation position of the lead. In addition, both the individual anatomy and an increased physical activity of the patient, especially concerning the upper body, are known influence factors. The manufacturing process of this device was also reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 57 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported.